Event description:
The facility reported that the side rail of the shower trolley became unsecured and the patient fell onto the floor. The patient sustained a bruise to the head and was taken to the ER. No treatment was described.